Event description:
It was reported that during set-up for a cori-assisted procedure, it was found that the real intelligence cori popped-up "critical error: the system has detected that launcher exited due to a configuration error". The console was restarted but the error persistent. Surgery was performed, without any delay, using manual instrumentation. As this happened before procedure, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10. Additional information in d9. H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported issue was confirmed that the critical error is popped when begin operation is selected. A review of system files and data logs was performed. The reported problem was confirmed. The handpiecesettings.json file was investigated and found to be corrupted, missing the data from the last drill connected. The file was repaired, and the console was now able to run without issue. The most likely cause seems to be that handpiecesettings.json file was corrupted. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Software defect cori-400 has been logged for this failure mode and is currently unresolved. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.